Event description:
It was reported that the patient experienced a non-device related fall and landed directly on the spinal cord stimulator (scs) device. Since the incident, the patients implantable pulse generator (ipg) was believed to be damaged and ineffective. The patient subsequently underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.